Event description:
It was reported that the asymptomatic and dependent patient presented in clinic for follow up with loss of capture and over-sensed noise exhibited by the right ventricular lead. Micro-dislodgement was suspected. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.